Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the error 90 reported on scc. There was no reported patient involvement and or injury. Isi followed up with the initial reporter and obtained the following additional information: error sometime occurs and the log point to ssc2 gcc we will replace together with gpd. We have ask customer to avoid using ssc2 if error occurs.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced system component(s) to resolve the reported issue.

Event description:
Refer to h11 for follow-up information.